Manufacturer narrative:
A ge representative evaluated the system and reseated the cpu board battery, which had fallen out of its socket. The system operates as intended.

Event description:
The customer reported the system will not boot up. No pt injury was reported.